Event description:
Report received of independent rate changes after a "low battery" alarm was received and the device was subsequently plugged into a wall outlet. The pump was programmed on channel a to deliver 250ml of heparin at 8ml/hr, on channel b an unspecified hydration fluid was to infuse at 100ml/hr, and channel c an unspecified solution was infusing. The pump parameters of channel c could not be recalled. Reportedly, the pump sounded a continuous audible tone, and displayed the message "low battery". When the pump was plugged into ac power following the low battery alarm, the rates on channels a and b changed; however, channel c was unaffected. On channel a, the heparin changed to an infusion rate of 200ml/hr from the intended rate of 8ml/hr and channel b changed to an infusion rate of 12ml/hr from the intended rate of 100ml/hr. The customer discovered the independent rate change when channel a alarmed for vtbi complete at an unspecified time later, and the heparin bag was found empty. The pump was removed from clinical service and the doctor was notified of the over-delivery of heparin. The three solutions were reprogrammed on a replacement pump. Initially, the heparin delivery was held. The patient did not experience any adverse sequelae. The nurse reported that a family member had used a cell phone in the patient's room; however, the make/model of the cell phone was not identified. Though requested there was no further information available.